Manufacturer narrative:
The revolve stereotactic probe is a sterile, single-patient use device that may be used with imaging guidance to excise a tissue sample for diagnosis. The device has not been returned for investigation. No adverse event occurred with the usage of this product. Due to the open package that can potentially affect sterility, we consider this event to be a product malfunction that if it were to recur, has the potential to cause or contribute to a serious injury.

Event description:
Devicor medical products, inc. Received a report from our affiliate devicor medical france, stating before the procedure the disposable box was already open and the device not sterile. No patient involvement. This has been documented in our system as record # (B)(4).